Manufacturer narrative:
The cause of the reported issue could not be conclusively determined and is likely due to a faulty battery.

Event description:
The customer contacted physio-control to report that their device stopped during the charging phase of shocking. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device stopped during the charging phase of shocking. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.